Event description:
It was reported that the insulin gauge displayed an amount different than expected, showing 0 units instead of the expected 100 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and was advised by technical support to call back if the issue recurs; the customer acknowledged this guidance.